Manufacturer narrative:
Patient weight added.

Event description:
Additional information received indicates that the patient's lead was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is estimate.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedance on the implant lead. It was noted that the patient helped a family member move shortly after post-operative. Reprogramming was attempted to achieve effective therapy but all programs were autoreducing. X-ray diagnostic testing indicated the strain relief was no longer present and possible kink in the lead. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The report event of the system autoreducing was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.